Manufacturer narrative:
Uf/importer rpt num: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, the balloon part of the trocar popped inside the patient. Surgeon opened another one to resolve the issue. No patient injury.